Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort on the lead placement. It was noted that the lead had migrated anterior. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient had discomfort on the lead placement. It was noted that the lead had migrated anterior. The patient will undergo a lead revision procedure.